Manufacturer narrative:
Investigation description: complaint duplicated. The touchscreen was not responding to touch inputs. When the device was opened, the touchscreen ribbon cable was found to be unplugged. The cable was then reconnected. Afterwards, the touchscreen was again responding to all touch inputs. It appears that the display ribbon cable had slipped and come unplugged at some point during patient use. Additionally, dents were found on the display assembly bezel to indicate an impact had occurred.

Event description:
It was reported that an ilet bionic pancreas displayed a screen that would not unlock, and attempts to charge the device and exit a pairing screen did not resolve the unresponsiveness. Symptoms included no reported adverse clinical effects and a reported blood glucose reading of 142 mg/dl. Outcomes included no need for medical intervention and no hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the device remained unresponsive to touch input despite charging and user actions, with no reported physical damage or fluid exposure. It was concluded that the event involved a device screen/controls malfunction with unknown root cause based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.